Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported their device was shocking them starting in december 2017. It was reported that their device was turned off and they were going to have another device put in. It was reported that the patient¿s device was not working ¿for a while.¿ no further complications reported/anticipated.